Event description:
It was reported that the customer received the no delivery alarm on the insulin pump while bolusing. The customer's blood glucose was 456 mg/dl. The customer stated that he had treated his blood glucose at the time of the call. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, and the customer stated that the insulin pump alarmed no delivery again. Explained that the alarm was caused by an occlusion related to the infusion set and reservoir. Advised customer to replace the infusion set and reservoir. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.